Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open sores under the rib cage. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to keep the area clean. The patient removed the lifevest and used peroxide and neosporin on the skin irritation. The patient's skin irritation improved.